Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the insertion flexible tube (ift) buckled, bending rubber perforated, remote control buttons perforated, remote control buttons broken, lg prong top broken, ccd module fluid damage, u/d knob the "index" is peeling off the scope, u/d lock lever cracked, light guide cable buckled, insertion flexible tube (ift) crushed, bending rubber leaky, remote control buttons malfunction, lg prong top loosened, ccd module cloudy. Based on the result, we concluded that the ccd module fluid damage was caused due to the bending rubber leaky; however, other failure is not related to the alleged complaint.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage)